Event description:
It was reported that prior to surgery, it was discovered that the battery reamer drill device would not work. The reporter stated that the device was tested with other batteries, casings, and attachments and still did not work. The patient was in the room while device was being tested, however, the reporter stated that there was no patient harm. There were no delays to the planned surgical procedure. A spare identical device was available and was used to complete the surgery successfully. The reporter stated that the post-operative condition of the patient was "satisfactory". There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which substantiated the complaint. Therefore, the reported condition was confirmed. The assignable root cause was determined to be failure of the internal motor or electronic control unit (ecu) due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.